Event description:
It was reported that during the implant procedure of this subcutaneous cardioverter defibrillator (s-ICD) system, the physician observed that the telemetry connection was lost with the device. Numerous attempts were made to re-establish a connection, but they were unsuccessful. The physician exchanged the device to resolve the event and no adverse patient effects were reported. This s-ICD is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to b5 for more information regarding the specific circumstances of this event. Risk review: a risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the product is acceptable. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device has not yet been received for analysis. As such, physical analysis has not been conducted in our laboratory and our investigation is considered complete.

Event description:
It was reported that during the implant procedure of this subcutaneous cardioverter defibrillator (s-ICD) system, the physician observed that the telemetry connection was lost with the device. Numerous attempts were made to re-establish a connection, but they were unsuccessful. The physician exchanged the device to resolve the event and no adverse patient effects were reported. This s-ICD is expected to be returned for analysis.